Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13453521 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Seventeen (17) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 13453521. The molding results were reviewed and no anomalies were found. Calibration records for molding machine with calibration ID: (B)(4) were reviewed, and it was found that the equipment / tool were calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for molding machine with equipment ID: (B)(4) were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates.

Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), while flushing the 6 fr. Al1 guiding catheter, the physician noted a leak at the luer hub. The luer hub was noted to be cracked. The procedure was elective. The target lesion was the left anterior descending (lad). The product was inspected prior to use and no anomalies were noted. The catheter was not pulled from the packaging by the luer hub. The product was not clinically used in the patient. Another guiding catheter was used to complete the procedure successfully. There was no reported patient injury.